Event description:
The husband of a female patient reported that her electrode belt is not staying in place. Lifecor customer support had the husband check her electrode belt connector and he reported that there were bent pins in the connector. The patient reported that his wife had removed the belt from the monitor to straighten the wires and could not get it reconnected correctly. A replacement electrode belt was provided to the patient.